Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw driver handle is cracked. There was no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms that the handle has a crack that starts at the end and wraps around the handle just above the grips but the splintered piece has not detached from the handle. The grips and handle show a spiderweb pattern from wear in the material. The device exhibits signs of usage. The DHR was reviewed and no discrepancies relevant to the reported event were found. The lot has been in the field for approximately sixteen years and six months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.